Event description:
The customer reported experiencing a cartridge alarm with their insulin pump, which occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer support (cts) resolved the issue by arranging to send the customer a replacement pump with updated software, confirmed the customer's shipping address, and provided instructions on how to place the pump into storage mode before returning it to tandem. The customer was also advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Cts instructed the customer on the steps to take upon receiving the replacement pump and how to return the problematic one using a provided return box and prepaid label, which the customer agreed to do.